Manufacturer narrative:
The legal manufacturer and location were documented as depuy synthes products llc in the initial report. The legal manufacturer and location have been updated to satelec s.a.s, acteon group, contact office name/address has been updated accordingly to reflect the correct legal manufacturer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The device serial or lot number is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a right maxillary segmental osteotomy surgical procedure, it was observed that the attachment device overheated while in use causing a burn to the patient's lip. In follow up with the clinician, it was reported that the event caused a scar of the right commissure/cheek region and was treated with excision of the tissue, suturing, antibiotics and silicon sheets for scarring. It was reported that the patient was healing well with keloid and reported to have a facial scar. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.